Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with a high idle current test, problem isolated to the ib.

Event description:
The customer reported via phone call that the insulin pump had battery issue. Customer¿s blood glucose level was unknown. Customer assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.